Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The location of the implant is tooth # 29. Additional information has been requested but not received.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed for hahn tapered implant lot# 6078098 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6078098 and found no additional product in stock. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time, CAPA 24-005 was opened for RMA lost product. Root cause description: additional information of the failure was not provided and could not be obtained therefore the root cause could not be determined. Manufacturer reference: (B)(4).